Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized for the event. The peritonitis was manifested by abdominal cramping. The patient was treated with unspecified medications. The cause of the event was unknown. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was not recovered from the event and remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l08053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.